Manufacturer narrative:
The facility does not know which pump was being used on this patient. The pump was not sequestered, and was put back in service and therefore, this pump will not be returned for evaluation.

Event description:
The customer reported an overinfusion of dilaudid with a syndeo pca pump. The patient became lethargic. The pca syringe pump was delivering dilaudid, 50 milligrams (mg), and was used for 15 hours (meant for approximately 60 hours). The concentration was set at 0.1mg/cc instead of 1mg/cc. So, the patient received 10 times the amount of dilaudid that was ordered. Patient oxygen was 88%; oxygen was administered. No reverse agent was required. The concentration was set wrong on the pump. The dose concentration was ordered to be 1mg/cc; the pump was set at 0.1mg/cc. The ".1" was viewed as "1" because the decimal point was not noticed. The nurse expected to see "0.1" for a dose less than 1 and "1" for a dose of one. The pump shows "1.0" for a dose of one. Reportedly, this display is opposite of what safety organizations like tjc recommend: "leading 0" for doses less than one and no "trailing 0" for doses greater or equal to one. Additional information obtained from the risk manager on 11/20/2009: the pump was not sequestered and was put back in service. It is unknown which pump was being used on this patient. It is hospital policy to have the program confirmed by a second nurse. The first nurse programmed the device and a second nurse verified the programming, but both nurses misread the displayed reading. Re-training for the nurses is in progress.